Event description:
Reportedly, the valve was explanted due to insufficiency. Documented with echocardiography. Aortic insufficiency grade iii. At explant, the doctor reported that the valve was in good condition. Replaced with a mitroflow 23mm. No pt problems were reported as a result of this event.

Manufacturer narrative:
Method - valve being returned to contract pathology lab for evaluation. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.